Manufacturer narrative:
A replacement adapter was sent to the customer. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer called to report that the transformer for her pump in style has a crack in it and screw missing with exposed wires.